Event description:
It was reported by the sales rep that during a lap cholecystectomy procedure, the surgeon fired the clip applier and on about the 4th clip firing, the applier jammed. Multiple clips were spitting out and the applier was sticking and/or locking for future firing attempts. Surgeon requested 2nd instrument be opened and the same problem occurred after a few clips. The surgeon had the nurse open another company's 10mm clip applier to complete the case. No patient consequences.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that one device was received heavily soiled. Functionality could not be performed as it was noted to be empty and the lockout was fired through. The jaws were returned broken at bifurcation due to heavy corrosion. The analysis results confirmed that a second el5ml device was received for analysis. The device was noted to be heavily soiled. It was returned with the jaws in the closed position, but the trigger not fully opened. In addition, it was noted to be empty and with the lockout fired through. Upon further functional inspection of the device, the jaws broke at bifurcation. This damage is consistent with post decontamination process as evidence by overall state of corrosion.